Event description:
It was reported by the hospital nurse that the customer had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer was wearing device at time of hospitalization but was removed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).